Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to suspected infection and allergic reaction. Reportedly, the patient was for an atrial lead revision and when the pocket was opened, some sort of puss was noted. There were no additional adverse patient effects reported. This ICD was explanted.

Manufacturer narrative:
This supplemental report was created to update initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to suspected infection and allergic reaction. Reportedly, the patient was for an atrial lead revision and when the pocket was opened, some sort of puss was noted. There were no additional adverse patient effects reported. This ICD was explanted.